Event description:
It was reported that the 'down' arrow button is responding poorly to presses and requires additional presses and more force to respond. The issue is reportedly getting progressively worse.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were all found to be responding intermittently. The keypad was removed and adhesive was found under the button contacts. No physical damage was found to the keypad.